Manufacturer narrative:
The missing lot number was requested from the initial reporter. A follow up report will be submitted upon receipt of this information.

Event description:
The clinician reported that over 1 year and 3.5 months after the dental implant was placed in ada site 8 in the patient's mouth, the implant lost osseointegration in type IV bone. The implant was torqued to 50 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.